Event description:
It was reported that the mesh was implanted in 2004 for an umbilical hernia. In 2005, a further procedure was carried out due to an infecting within the mesh. In 2007, surgery was performed again as there was a relapse. At that time, it was diagnosed that the central ring of the mesh was fractured. The ring was free toward the abdominal wall, toward the bowel, it was covered with pseudo peritoneum. The pt had no discomfort or problems due to the fractured ring. Only the relapse in the center of the mesh was to be treated (it remains unanswered, why there is a hole in the middle of the mesh).

Manufacturer narrative:
The subject product was returned and evaluated. Two ends of the inner recoil ring were observed to be protruding from the mesh. We are unable to determine if the ring was cut or what caused the ring to break.